Event description:
It was reported that the patient presented for a check-up post procedure. It was noted that the right ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was confirmed via chest x-ray. The lead was repositioned on (B)(6) 2025. There were no patient consequences.